Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20953384/20953384.

Event description:
It was reported that the patient was experiencing sensitivity in the stomach due to stimulation. The patient underwent a revision procedure wherein a new lead was added and the ipg was replaced with an MRI compatible one.